Event description:
Customer reported that the insulin pump returned an error alarm and was squirting out insulin during the manual priming process. Customer also reported that the drive support cap was sticking out. Customer did not recall any significant events leading up to this event. Blood glucose level was 106 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and a missing end cap sticker.